Manufacturer narrative:
The patient's medications include; norvasc, vitamin d2, losartan and naproxen sodium. Additional device implanted and involved in this event: (B)(4). The review of the manufacturing paperwork verified that the lots met all pre-release specifications. The cause of the multiple system organ failure, bowel ischemia and death could not be determined with the provided information. An autopsy was not performed. (B)(4).

Event description:
On (B)(6) 2015, the patient underwent treatment of an abdominal aortic aneurysm with two gore® excluder® aaa endoprostheses. Reportedly, the devices were implanted below the renal arteries and extended bilaterally just proximal to the hypogastric arteries, with no reported coverage of the visceral vessels or hypogastric arteries. Further, it was reported the superior mesenteric artery was not covered during the implant procedure. Reportedly, the procedure concluded without any reported device issues or complications. Final angiography showed exclusion of the aneurysm, no endoleak and the patient tolerated the procedure. It was reported that on (B)(6) 2015, the patient died due to multi system organ failure and bowel ischemia. It is reportedly unknown what caused the bowel ischemia and multi systems failure. It is unknown if the patient had a history of ischemic events. An autopsy has not been performed. Reportedly, the physician does not attribute the patient's death to the gore devices.